Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and found the low vacuum log files in the fault logs. The fse reported that the compressor was delivering very good vacuum and pressure numbers. The solenoid driver board was replaced already, since the "low vacuum" issue began and it did not resolve the issue. The pump seems to occasionally "pop" the k6 vent while pumping at 130bpm. The fse replaced the drive manifold assembly and resolved the reported malfunction. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that during setup of the cs300 intra-aortic balloon pump (iabp) , it displayed "low vacuum" error message. There was no patient involvement, therefore no adverse event was reported.